Manufacturer narrative:
Complaint investigation confirmed a deficiency where instances of reaction vessel (rv) ejection failures (also known as rv popping) were observed in the field after execution of technical service bulletin (tsb) tsb 640-060 [001] procedure to lower the amp-detect clamp height and update the amp-detect personality. Urgent field safety notice / field correction recall (fa-am-dec2021-264v2) was issued on february 11, 2022 and a technical service bulletin was issued on february 18, 2022 to address this issue. It was deemed reportable per 21cfr 806 and therefore reportable under 21cfr803. This action was communicated to the FDA on february 14, 2022. The following mdrs were also reported as related to fa-am-dec2021-264v2 (511-risk): 3005248192-2022-00220 3005248192-2022-00222 3005248192-2022-00223 3005248192-2022-00224 3005248192-2022-00225 3005248192-2022-00226 3005248192-2022-00227 3005248192-2022-00228 3005248192-2022-00233 3005248192-2022-00234 3005248192-2022-00235 3005248192-2022-00236 3005248192-2022-00237 3005248192-2022-00238 3005248192-2022-00239 3005248192-2022-00240 3005248192-2022-00241 3005248192-2022-00242 3005248192-2022-00243 3005248192-2022-00244 3005248192-2022-00247 3005248192-2022-00248 3005248192-2022-00249 3005248192-2022-00250 3005248192-2022-00251 3005248192-2022-00252 3005248192-2022-00254 3005248192-2022-00253 3005248192-2022-00255 3005248192-2022-00256 3005248192-2022-00257 3005248192-2022-00258 3005248192-2022-00259 3005248192-2022-00260 3005248192-2022-00261 3005248192-2022-00262 3005248192-2022-00263 3005248192-2022-00289 3005248192-2022-00290 3005248192-2022-00291 3005248192-2022-00292 3005248192-2022-00293 3005248192-2022-00294 3005248192-2022-00295 3005248192-2022-00296 3005248192-2022-00297 3005248192-2022-00298 3005248192-2022-00308 3005248192-2022-00309 3005248192-2022-00310 3005248192-2022-00311 3005248192-2022-00312 3005248192-2022-00317 3005248192-2022-00319 3005248192-2022-00320 3005248192-2022-00321 3005248192-2022-00322 3005248192-2022-00323 3005248192-2022-00324 3005248192-2022-00325 3005248192-2022-00326 3005248192-2022-00327 3005248192-2022-00329 3005248192-2022-00330 3005248192-2022-00331 3005248192-2022-00332 3005248192-2022-00333 3005248192-2022-00334 3005248192-2022-00335 3005248192-2022-00340 3005248192-2022-00342 3005248192-2022-00344 3005248192-2022-00346 3005248192-2022-00348 3005248192-2022-00349 3005248192-2022-00350 3005248192-2022-00352 3005248192-2022-00356 3005248192-2022-00359 3005248192-2022-00360 3005248192-2022-00363 3005248192-2022-00364 3005248192-2022-00365 3005248192-2022-00366 3005248192-2022-00367 3005248192-2022-00368 3005248192-2022-00369 3005248192-2022-00370 3005248192-2022-00371 3005248192-2022-00372 3005248192-2022-00373 3005248192-2022-00374 3005248192-2022-00375 3005248192-2022-00376 3005248192-2022-00377 3005248192-2022-00378 3005248192-2022-00379 3005248192-2022-00380 3005248192-2022-00381 3005248192-2022-00382 3005248192-2022-00383 3005248192-2022-00384 3005248192-2022-00385.

Event description:
Complaint ticket documents customer reports related to amplification detection unit (adu), and reaction vessels (rv) ejection failures (also known as popping rv's) after installation of the technical service bulletin (tsb) 640-060 [001] procedure to lower the amp-detect clamp height and update the amp-detect personality, on an alinity m system, ln 08n53-02. This complaint was linked to a previously conducted investigation which confirmed a product deficiency for the alinity m system, ln 08n53-02, and for the tsb 640-060 [001].